Manufacturer narrative:
Device returned for investigation. No issues identified that could have contributed to the alleged incident. Unable to confirm returned damaged power supply was supplied by breg.

Event description:
Report received through breg's legal department alleging a fire originating from the power supply of a polar care kodiak cold therapy unit. No injury reported from alleged incident.